Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for gastrointestinal bleeding workup and had low flow alarms overnight. The patients history showed a number of pulsatility index events but no alarms were noted. It was suspected to be due to volume and blood pressure related issues. Log file analysis captured pulsatility index events but no low flows. There were no other unusual events recorded in the log file. The patient was asymptomatic during these events and noted to possibly get discharged in the upcoming days.

Event description:
It was reported that endoscopy results were negative but fecal occult blood was positive. Additionally, esophagogastroduodenoscopy (egd) was negative. The cause of the low flow alarms was hypovolemia. Low flow alarms resolved spontaneously. Bleeding resolved and the patient was discharged home with standard follow up.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed through analysis of the submitted log files. According to the account, the low flows were related to hypovolemia and resolved spontaneously. A direct correlation between heartmate 3 lvas, serial number (B)(6) and the reports of hypovolemia and gastrointestinal bleeding could not conclusively be determined. The submitted controller event log file contained data on (B)(6) 2021. The file is 18 minutes in duration due to being filled with pulsatility index (pi) event fault flags. No notable events were recorded, and the pump appeared to operate as intended at the set speed throughout the log file. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related complaints at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" provides information regarding anticoagulation, including the recommended inr values. Section 1 of this IFU provides an explanation of all pump parameters, including pump flow and pulsatility index (pi).. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.